Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the sheath was fully expanded as designed, and the distal tip was opened along the axial score line. The distal tip was torn radially along the distal edge of the liner and beneath the axial score line. All score lines were present. Stretching was also noted throughout the distal tip near the tear. No relevant case imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed through the evaluation of the returned device. However, a manufacturing non-conformance was not determined through evaluation. Additionally, as no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted on the devices during device preparation. Per evaluation of the returned device, the sheath distal tip was torn radially along the distal edge of the liner and beneath the axial score line. The failure mode is characteristic of previously identified sheath tip tear events. While a definitive root cause was not able to be determined, previously documented investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the pre-decontamination of the returned 14 fr esheath, a distal tip split was observed. As reported by our affiliate in (B)(6), a 26 mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach without pre-dilatation of the vessel. During advancement of the valve, the commander delivery system got stuck in the esheath. Very high push forces were encountered a few centimeters after the insertion of the system into the sheath (in the not expandable part). The delivery system could not be advanced through the sheath. The decision was made to remove the sheath, valve and delivery system. A new sheath, valve and delivery system were prepared and successfully used. The procedure went well, with no issues reported. At the time of the report, the patient was doing fine. No injury was reported. The valve remains implanted in the patient.